Manufacturer narrative:
Conclusions: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a combined initial and final report.

Event description:
The user reported that he had no longer any hearing sensation with the device. The user was re-implanted on (B)(6) 2021.